Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: the pump's black box showed that the data from the date of the issue had been overwritten due to continued use of the pump. The current black box data showed no evidence of short battery life. The pump's current draws were within specifications. The alleged issue could not be duplicated.